Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (prca) with moderate calcification and moderate tortuosity. The 3.5x33mm xience sierra stent delivery system (sds) was deployed. Post dilatation was performed using a 3.5mm non-compliant balloon per standard procedure. However, a proximal edge dissection was noted. Another 3.5x8mm xience sierra stent was used to treat the dissection. Good result in angiogram with timi iii flow. There was adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.